Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer was reported via phone call that, the customer had high blood glucose. The blood glucose was 400 mg/dl or 389 mg/dl. The customer was using auto mode function at the time of the event. The customer stated that, they discontinued the insulin pump use two weeks prior to call as they felt it was not dispensing insulin properly. The customer stated that, the retainer ring of the insulin pump was chipped off and the reservoir was able to lock in place when inserted into insulin pump. The insulin pump will be returned for analysis.